Event description:
The service report shows an audible alarm failure. The nellcor puritan-bennett customer support engineer (npb cse) verified there was no audible alarm the npb cse reported replacement of the alarm buzzer corrected the deficiency. The unit passed extended self testing. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.